Event description:
It was reported when the device was used during a laparoscopic hernia repair, the device delivered defective staples that would not close. Another device was used to complete the procedure. There was no consequence to the patient.